Event description:
It was reported that there was an atrial lead warning and high impedance readings on the atrial lead since the lead warning. Complaint of "heart beating fast" on the day of the lead warning was expressed by the patient. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.